Event description:
It was reported that during a surgical procedure at the user facility, the device was speeding up. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device has not been returned for analysis at this time.

Manufacturer narrative:
No problem was found; the device was returned to the customer with no repair.

Event description:
It was reported that during a surgical procedure at the user facility, the device was speeding up. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.